Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 (B)(4). Description: st linear lead, 50cm with pre-loaded 0.014 inches stylet the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's precision system was explanted due an infection. The patient¿s symptom was extreme pain at the infection site. The physician believes the infection was procedure related and is unsure where the infection is located at this time. The patient was administered intravenous antibiotics during the procedure and prescribed oral antibiotic post operatively. The patient is reportedly doing well following the procedure.